Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be removed from the common bile duct (cbd) during a stent extraction procedure performed on (B)(6) 2012. According to the complainant, during the extraction procedure, the physician attempted to remove the stent using a radiology snare. During removal, the stent migrated with the proximal end in the intrahepatic duct. The stent tip sheared off during removal and the broken tip ended up in the liver and the stent remained implanted. It was reported that the procedure was rescheduled and the physician plans to remove the broken tip at a later date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain further information regarding the patient and follow-up procedure have been made, however no information is available to date. If any information is received, a supplemental MDR will be filed.

Manufacturer narrative:
It was reported that the patient was over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The reported event of stent migrated. For the reported event of stent broken. The complainant indicated that the device will not be returned for evaluation because it was implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.